Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient had a ventricular fibrillation (vf) episode during a device replacement procedure when the leads were being removed. An external defibrillator was used to convert the vf. The patient then went into atrial fibrillation (af), which was also converted with an external shock. Boston scientific technical services (ts) was contacted for assistance. Ts discussed possible causes for the vf episode. After discussion with ts, the physician believes that cause of the vf episode may have been the energy from the bovie traveling down a lead with an insulation breach. This pacemaker was explanted. No additional adverse patient effects were reported.